Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture-breast was received on (B)(6) 2024 with lot number 1493222. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening 3 patterns assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 8/19/2024.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device has been explanted.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device has been explanted.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of rupture requested on jun 21, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device has been explanted.